Event description:
The customer reported the device ECG connector is broken and the sockets to plug ECG and spo2 connectors do not enter properly aligned. The device was in use on a patient at the time of the reported issue, however there was no reported adverse event to the patient or user.